Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified brachial vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with different device. There were no patient complications reported.